Event description:
It was reported that during set-up two hours prior to the use of the device for a cardiopulmonary bypass procedure, the oxygen (o2) would not calibrate on the electronic patient gas system (epgs). A second calibration was attempted. The gas flow was able to be controlled through the central control monitor (ccm) and correlated with a mechanical flow meter. The device was not changed out, as they used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the fsr on (B)(4) 2015, the customer has declined field service. They have been using an unk third party for preventive maintenance (pm) and the epgs which was due to be replaced in 2012, was not replaced as recommended by the MFR. The customer plans on ordering an o2 sensor. On (B)(4) 2015, after further troubleshooting the o2 would not calibrate. The customer requested field service on the epgs.